Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that chest pain and stent thrombosis occurred. The patient presented for diagnostic heart catheterization. The target lesions were located in the right coronary and left anterior descending arteries. Three synergy stents sized 3.50 x 38, 3.50 x 20, and 3.50 x 12 were implanted to treat the lesions and the procedure was completed. However, an hour later, the patient came back having chest pain and acute thrombosis on all of the stents. Subsequently, the stents were re-ballooned and the patient was placed on different medications. The patient was on baby aspirin and plavix. No other patient complications were reported.